Manufacturer narrative:
The field service engineer determined the main pump pressure was misadjusted. The pump pressure was adjusted. Precision studies were performed and all checks passed. The last albumin and glucose calibrations performed on (B)(6) 2021 were ok and there were no alarms. The customer stated that controls were within range before the event occurred. From the provided quality control data, it could not be confirmed if controls were within range. Upon review of the alarm trace, there was only one alarm indicating that a water exchange error occurred. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with albt2 tina-quant albumin gen.2 and gluc3 glucose hk gen.3 on a cobas 8000 c (701) module. No incorrect results were reported outside of the laboratory. The sample initially resulted in an albumin value of 5.9 g/dl accompanied by a data flag, which repeated as 4.5 g/dl. The repeat value was deemed to be correct. The sample initially resulted in a glucose value of 17 mg/dl accompanied by a data flag, which repeated as 99 mg/dl. The repeat value was deemed to be correct. The albumin reagent lot number was 50077801, with an expiration date of 30-nov-2021. The glucose reagent lot number was 49360001, with an expiration date of 31-oct-2021.